Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 416 mg/dl. The customer was treated high with syringes and reports symptoms related to their high blood glucose was insulin through the pump. Customer¿s high blood glucose level was 365 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 416 mg/dl. The customer was assisted with troubleshooting. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer reports insulin exited. Customer explained the 2 high blood glucose levels rules and was advise customer to change entire set, reservoir and insulin and treat per hcp's instruction. Customer reports big bubbles in her tubing and in her reservoir and approximate size of air bubbles is its pretty big. Customer reports cannula was curved not bent. The insulin pump will not be returned for analysis.